Manufacturer narrative:
Through a follow up communication, livanova learnt that the customer scrapped the exchanged part, that therefore is no longer available for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code during power-up. As this occurred during set-up, there was no patient involvement. A sorin group field service representative was dispatched to the facility and confirmed the reported failure. The patient bridge was replaced to resolve the issue. Subsequent functional testing did not identify any further issues. Sorin group (B)(4) has requested the replaced bridge further investigation. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error code during power-up. As this occurred during set-up, there was no patient involvement.